Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. The customer filling in the survey opted to remain anonymous. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported as part of a focus survey: customer reported a visible hole in the PICC external to the patient 60 days after insertion. The event occurred while the patient was in the hospital. PICC placed via the basilic vein with a total length of 42 cm and inserted to the 0cm with 1cm left external. Catheter locked with caresite and secured with statlock. Catheter dressed straight along the patient's arm and cleaned with 5% chlorhexidine poured from a bottle. Patient received oncology treatments (irinotekan, kalciumfolinat, 5fu) through the PICC. PICC flushed for patency maintenance and had dressing changes. Patient went home with the PICC and performed catheter maintenance while at home. Unknown if any physical activities took place. Customer was unsure if PICC had been used for CT scans. PICC did not have occlusions during the implant duration. There are xray images available for this incident. No other information was provided.